Event description:
Reporter indicated that system diagnostic tests resulted in high lead impedance during an office visit. The reporter stated that there is no known trauma that may have caused the high lead impedance. The pt's generation has been turned off and x-rays were taken. X-rays were received and evaluated by the MFR. Review of x-rays indicated the generator was placed in the left chest in a normal orientation. The connector pin appeared to be fully inserted. The lead appeared to be intact at the connector pin and some lead was present behind the generator. The filter feed-thru wires appeared to be intact at the connector pin. The alignment of the positive and negative electrodes appeared to be normal. However, a suspect lead discontinuity was seen on the positive electrode in the neck area. The pt will most likely be referred for revision surgery. However, no surgery has been planned yet.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.